Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a morphine over infusion. The intended programming was 1mg/hour continuous with a 1mg bolus every 20 minutes as needed. The infusion was started at 1955; at 0043 the next day the 30ml morphine syringe was empty. The nurse reported there was approximately 13.678ml infused in this timeframe and the syringe should not have been empty. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.